Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Correction action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this correction action. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used to close a post polypectomy defect. The instinct endoscopic hemoclip was advanced through the endoscope and attached to the mucosal defect. Difficulty was experienced when attempting to deploy [release] the clip [from the clip deployment device]. The physician was able to pull back on the spool and jiggle the device which eventually enabled them to release the clip. The procedure was finished with the device in question. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.